Manufacturer narrative:
Batch review performed on 18 february 2019: lot 171072: (B)(4) items manufactured and released on 30-may-2017. Expiration date: 2022-05-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 1 month after primary due to infection. The pathogen is unknown. The surgeon performed an I&d and poly swap.